Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 07/06/2016. The incident device has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the temperature was not stable. It changed from -5 degrees to 40 degrees during priming after needling. The procedure was cancelled without any harm to the patient.